Event description:
Patient was revised to address loosening of the glenoid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Products returned, complaint confirmed. A search of the complaint database found no additional reports for this part and lot number combination. A depuy warsaw medical doctor and a depuy warsaw product development engineer reviewed the provided pre-revision x-rays and could not draw any conclusions regarding the reported event with the information available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.